Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead was extrinsically bent. The inner tubing of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the lead was returned with the helix bent. The lead has been stretched so the inner tubing buckled and prevents the helix from functioning properly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to extend the helix, but it would not move. The lead was removed and tested, and the helix would only extend a little bit. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.